Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgery, the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. It is unknown if surgery mode was enabled prior to surgery. A manufacturer representative met with patient and was able to troubleshoot the ipg and restore therapy.